Event description:
Additional information received notes that a patient was seen in clinic for follow up and programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.

Event description:
It was reported that a patient presented with post-paced t-wave oversensing on their implantable cardioverter defibrillator. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not yet received.